Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a hip replacement surgery. Subsequently the patient was revised due to wear approximately 15 years post operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4).this follow-up report is being submitted to relay additional information. The following sections were updated: medical product: femoral head, catalog #: 00902602900, lot #: 46690100 unknown stem, catalog #: unk, lot #: unk the reported event was confirmed by review of office notes and xrays received. Device history record (DHR) was reviewed with no deviations identified. Root cause is unable to be determined with the information available. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05973 0001822565-2018-06527 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, patient was revised due to wear, limited range of motion, pain, and heterotopic ossification.